Event description:
It was reported that cartridge alarm 30 occurred repeatedly on pump, including with consecutive cartridges, and issue did not occur during cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, case was confirmed by technical support, and pump was scheduled for replacement.